Event description:
It was reported that the patient experienced unintended sensory stimulation. The procedure was completed using the same device. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has been received at the manfuacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.